Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 352 mg/dl on customer's meter and 136 mg/dl on professional meter. Quality controls were expired. No adverse event reported. Strips used during event were not available; a replacement was sent.